Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading into the delivery tube. The second heartstring seal did not deploy. A third seal was used to complete the procedure. No patient complications were reported by the hospital.